Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Adult patient.

Event description:
It was reported that an under infusion of tpa occurred on the emergency department. Tpa was ordered at a concentration of 81mg/81ml. The tpa infusion started at 2101 and the pump showed the infusion completed at 2203 and that the whole 81 ml had infused. However upon visual expectation, around 50 ml of tpa remained in the bag. A different lvp was attached to the pcu and used to infuse the remaining tpa. This caused a delay in patient treatment but no patient harm occurred.

Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Physical inspection of the device noted the mechanism assembly was completely disassembled and no abnormalities were noted. The pcu event log shows that pump module s/n (B)(6) was programmed to infuse a custom concentration infusion of alteplase stroke (drugid 23) with parameters that calculated the rate to be 81 ml/hr and the vtbi to be 81 ml at 9:03 pm on (B)(6) 2019. At 10:04 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 10:08 pm, the user changed the vtbi to 50ml. At 10:09 pm, the user paused the infusion and then restarted it twenty seconds later. At 10:10 pm, the user channeled the device off. At 10:22 pm, the device alarmed for flo stop open for 6 seconds. At 10:23 pm, the user programmed an infusion of ivf plain (drugid 1) to infuse at a rate of 81ml/hr with a vtbi of 50ml. At 10:38 pm, the user paused the infusion and then restarted at 10:39 pm. Between 10:40 pm and 10:56 pm, the device alarmed 5 times for patient side occlusion. The first 4 times, the user restarted the infusion. After the 5 time, the user paused the infusion and then channeled the device off. The volume recorded as being infused during this period was 124.528ml. Review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the device delivering fluid within specification. The root cause of the reported underinfusion was not identified.

Event description:
It was reported that an under infusion of tpa occurred on the emergency department. Tpa was ordered at a concentration of 81mg/81ml. The tpa infusion started at 2101 and the pump showed the infusion completed at 2203 and that the whole 81 ml had infused. However upon visual expectation, around 50 ml of tpa remained in the bag. A different lvp was attached to the pcu and used to infuse the remaining tpa. This caused a delay in patient treatment but no patient harm occurred.